Manufacturer narrative:
Manufacturer's investigation conclusion: upon further review, the information covered in this record was determined to be non-complaint; however, since a medical device report was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. Although it was later reported that the patient expired on a non-abbott device, the heartmate ii lvas IFU, rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the heartmate ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on a non-abbott device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. Although the outcome was not thought to be device or therapy related a cause of death could not be provided.